Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The remote device download showed post-paced t-wave oversensing on the ventricular lead. Programming changes were recommended to resolve the issue. The patient was stable.